Event description:
It was reported that the subject device had light on the bottom right of the front panel that was turning off faster and faster. The issue was identified when inspected at the time of set up before the patient entered the room. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8; d9; g3; h2; h3; h6 and h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: xenon lamp was worn out. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to xenon lamp that was worn out. The most probable cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.